Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-001061. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure in the primary motor cortex (m1) using a penumbra system 3d revascularization device (psr3d) and a penumbra system 3max reperfusion catheter (3maxc). During the procedure, the physician gained access to the occlusion using a penumbra system ace 68 reperfusion catheter (ace 68) through a neuron max 6f 088 long sheath (neuron max). Next, the physician passed the 3max and the psr3d through the ace 68 and then attempted to unsheath the psr3d by retracting the 3max back into the ace 68; however, the 3max would not retract and the psr3d would not unsheath. The physician did not encounter resistance while advancing the psr3d through the 3maxc before attempting to unsheath the psr3d. Subsequently, upon manipulation, the psr3d pusher wire became kinked. Therefore, the physician removed the 3max with the psr3d still inside and completed the procedure using just the ace 68. There was no report of an adverse effect to the patient.